Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all keys on keyboard were not responding and had three blinking lights on caps lock, num lock, and keyboard lock. The customer stated that the keyboard is not communicating with the station and the issue occurred when user attempted to login. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard had three flashing lights. A field service engineer (fse) remoted in and ran the kbrescue program which was installed and ran successfully. Further the fse advised customer to check if the keyboard was working. Then the customer confirmed that the station was working. The system functioned as intended after the field service engineer repaired the device.